Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# v971119, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had infection symptoms a few days after implantation of their implantable neurostimulator (ins) and was just diagnosed today. The entire ins system was to be explanted. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.